Event description:
Information received by medtronic indicated that customer was passed away. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The customer passed away on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the date (B)(6) 2021 listed on smartsolve and the days prior to that date. There was no data listed on (B)(6) 2022. 12/25/2021 daily total of all insulin delivered: 0, 12/26/2021 daily total of all insulin delivered: 0, 12/27/2021 daily total of all insulin delivered: 0, 12/28/2021 daily total of all insulin delivered: 0, 12/29/2021 daily total of all insulin delivered: 0, 12/30/2021 daily total of all insulin delivered: 0, 12/31/2021 daily total of all insulin delivered: 0. The pump passed the functional testing.